Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the battery ack and received a new error message. The new battery pack needs to be replaced.

Event description:
The customer reported that when moving the system's lift column a generator error message is displayed. No patient injury was reported.